Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported the string was twisted around the tampon. The string was attached to the opposite end and inaccessible to aid in the removal of the tampon. She was able to manually remove the tampon. She visited her gynecologist and was diagnosed with a bacterial infection. She was prescribed flagyl. Multiple attempts have been made to obtain further information regarding her treatment, however no further information has been received.